Event description:
Reporter indicated that following a software upgrade on the site's dell handheld computer, communication problems occurred after interrogation of a generator. A "vns therapy error" message was displayed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.